Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis indicated that the device was normally depleting as there was no significant change in power consumption, and the patient's pacing percentage had been increasing. Subsequently, a year later a request was made to have data from this device analyzed again. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.